Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental emdr is being submitted to correct the manufacturing date: h4.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: b5, d8, h2, h3, h6, h11. The device was not returned to olympus and the complaint was not confirmed. A definitive root cause could not be identified and the most probable cause was not established. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported during an unknown diagnostic procedure while the patient was under general anesthesia, the scope had leakage. The procedure was cancelled and rescheduled for a future date with a different device. There were no reports of patient harm.